Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the oil substance was present on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any oil droplets falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light meet its specification, due to external leakage not coming from our device. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. The manufacturing site performed an investigation. Subject matter expert decided that in complaint record, it is clearly stated that the damages were caused by external water leakage. As service technician stated, the defect is attributable to the hospital: "the call was cancelled because a substance was dripping on to the suspension system. Our lights do not have any hydraulics in them, nor use any liquid oil. There was an issue with a pipe leaking on to the light system." We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On(B)(6) getinge became aware of an issue with powerled surgical light. As it was stated, the oil substance was present on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any oil droplets falling off into sterile field or during procedure may lead to contamination.